Event description:
A 3.5mm lcp medial distal tibia plate broke postoperatively. Breakage occurred near the contour of the plate and 2 screw holes. Screws were not implanted in the holes where the breakage was noted. Plate and screws were removed and replaced with a tibial nail.

Manufacturer narrative:
Add'l narrative: add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.